Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer blood glucose level was 581 mg/dl at the time of incident and current blood glucose level was 532 mg/dl. Customer other relevant blood glucose level was 598 mg/dl. Customer alleging that the insulin pump was under delivery. Customer treated high blood glucose with manual injection. The device will not be returned for analysis.